Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). The event occured in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2025 the blood glucose level was 20 mmol/l. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.